Event description:
It was reported that the customer had blood glucose levels in the 300's to 400's mg/dl. He believes his high blood glucose levels were due to incorrect basal rate programming on his insulin pump. Standard troubleshooting was performed. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusions can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).